Event description:
A healthcare facility in california reported that three mr290 vented autofeed humidification chambers were leaking from the base. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: one of the three complaint mr290 vented autofeed humidification chambers was returned to fisher & paykel healthcare in new zealand for investigation. The chamber was visually inspected for the reported damage. Results: visual inspection of the complaint mr290 chamber identified a tiny hole on the base and stain mark around the hole. The returned chamber was connected to water source and identified a leak occurred at the hole. Conclusion: we were unable to determine what had caused the reported fault. Due to the nature of this device there are several possible failures that could manifest themselves in the reported event. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint units and further information from the hospital to determine if the complaint mr290v caused or contributed to the reported event. We will provide a follow up report once we have completed our evaluation.

Event description:
A healthcare facility in (B)(6) reported that three mr290 vented autofeed humidification chambers were leaking from the base. There was no reported patient consequence.